Manufacturer narrative:
The pump was received with normal operating currents, and passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor resistor. No unexpected communication error or other alarms noted during testing. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received multiple alarms including a motor communication error alarm. Customer's blood glucose was 439 mg/dl.